Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the tray was damaged. The failure was noticed before use and no patient was involved. The affected product was not available for return, as the customer is not able to figure out the current location of the product. Therefore a technical investigation could not be performed at the getinge laboratory. In addition no picture could be provided by the customer which could confirm the reported failure. Thus it was not possible to determine the exact root cause of the reported event. Without a technical investigation or any picture of the product a confirmation of the reported failure "damaged sterile packaging" was not possible. The exact root cause remains unknown. The affected production records for the product #shls set advanced 7.0 has been reviewed for the reported failure on (B)(6) 2023. According to the final test results, the hls set passed the tests as per specifications. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. As soon as new information becomes available the complaint will be reopened and further investigation steps will be initiated.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up emdr will be submitted when additional information becomes available.

Event description:
It was reported that cracks were detected in the intellipack tray of an hls set. The failure was noticed before use and no patient was involved. No harm to any person has been reported. Complaint ID: (B)(4).